Event description:
It was reported that the asymptomatic patient presented in clinic for follow up on (B)(6) 2017. Upon device interrogation and review of stored egms, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. Patient did not receive therapy during the oversensing. Programming changes were made to address the issue. Patient was stable throughout the interrogation and will continue to be monitored.